Event description:
Pt is a 60 y/o bm who has been on dialysis long term; had an a-v shunt placed in femoral vessel on oct, a pseudoaneurysm developed at site of anastomosis within 1 mo. Repaired and graft functioned adequately until this surgery; at time of surgery a pseudoaneurysm was noted within midportion of graft.